Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps"), weight increased ("weight gain"), mood swings ("mood swings") and pelvic pain ("pain"). The patient was treated with surgery (surgery to remove essure in (B)(6) 2014 and on (B)(6) 2017). Essure was removed. At the time of the report, the device dislocation, abdominal pain lower, weight increased, mood swings and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, device dislocation, mood swings, pelvic pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain / pain'), menorrhagia ('menorrhagia') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. A96181) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included hydrocodone and phentermine. In 2013, the patient was found to have weight increased ("weight gain") and experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge/heavy discharge") and fatigue ("fatigue"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced mood swings ("mood swings"), emotional disorder ("constantly emotional"), mood altered ("moody") and crying ("crying episodes for no reason") and was found to have hormone level abnormal ("hormonal changes"). In (B)(6) 2014, the patient experienced device expulsion ("migration of implant/ migration of essure location of device: the left essure coil migrated to my uterus and then came out my vagina while I was showering. Expulsion of essure device"). In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramps"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, menorrhagia, device expulsion, weight increased, mood swings, hormone level abnormal, emotional disorder, mood altered, crying, vaginal haemorrhage, dysmenorrhoea, dyspareunia, vaginal discharge and fatigue outcome was unknown, the genital haemorrhage had resolved and the abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, crying, device expulsion, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, mood altered, mood swings, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: unilateral occlusion (right tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps"), weight increased ("weight gain"), mood swings ("mood swings") and pelvic pain ("pain"). The patient was treated with surgery (surgery to remove essure in (B)(6) 2014 and on (B)(6) 2017). Essure was removed. At the time of the report, the device dislocation, abdominal pain lower, weight increased, mood swings and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, device dislocation, mood swings, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain / pain"), menorrhagia ("menorrhagia") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no: a96181) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included hydrocodone and phentermine. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient was found to have weight increased ("weight gain") and experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced mood swings ("mood swings"), emotional disorder ("constantly emotional"), mood altered ("moody") and crying ("crying episodes for no reason") and was found to have hormone level abnormal ("hormonal changes"). On (B)(6) 2014, the patient experienced device expulsion ("migration of implant/ migration of essure location of device: the left essure coil migrated to my uterus and then came out my vagina while I was showering. Expulsion of essure device"). On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramps") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, menorrhagia, device expulsion, weight increased, mood swings, hormone level abnormal, emotional disorder, mood altered, crying, vaginal haemorrhage, dysmenorrhoea, dyspareunia, vaginal discharge and fatigue outcome was unknown, the genital haemorrhage had resolved and the abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, crying, device expulsion, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, mood altered, mood swings, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date: unilateral occlusion (right tube occluded). Most recent follow-up information incorporated above includes: on 11-feb-2019: plaintiff fact sheet-events hormonal changes describe: constantly emotional and moody with crying episodes for no reason, abnormal bleeding (vaginal, menorrhagia), migration of essure location of device: the left essure coil migrated to my uterus and then came out my vagina while I was showering/expulsion of essure device, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain, lot number were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.